Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The customer was in diabetic coma. The customer had kidney and heart disease. The cause of death is unknown; no death certificate is available yet. The customer was not wearing the insulin pump at the time of death. The customer was disconnected from the insulin pump for twelve days prior to death. It was removed by the hospital. The customer's blood glucose at the time of death was less than 1000 mg/dl. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and tube lip and window. No data was listed for february 2015.